Event description:
Reporter stated that the following blood glucose comparisons were performed using the accu-chek performa system and a different point-of-care blood glucose instrument: 26 mg/dl (performa meter), 44 mg/dl (other meter), 32 mg/dl (performa meter), 58 mg/dl (other meter), 28 mg/dl (performa meter), 45 mg/dl (other meter), 49 mg/dl (performa meter), 89 mg/dl (other meter), 36 mg/dl (performa meter), 54 mg/dl (other meter), 45 mg/dl (performa meter), 68 mg/dl (other meter), 40 mg/dl (performa meter), 65 mg/dl (other meter), 34 mg/dl (performa meter), 52 mg/dl (other meter), 41 mg/dl (performa meter), 68 mg/dl (other meter), 34 mg/dl (performa meter), 52 mg/dl (other meter), 33 mg/dl (performa meter), 60 mg/dl (other meter), 36 mg/dl (performa meter), 67 mg/dl (other meter), 32 mg/dl (performa meter), 52 mg/dl (other meter), 39 mg/dl (performa meter), 56 mg/dl (other meter). No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.